Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mm x 100mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed three times. However, during the third inflation at 12 atmospheres for 30 seconds the middle part of the balloon ruptured vertically. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good.